Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing (high short interval counts and fast supra ventricular tachycardia/non-sustained tachycardia). The patient received inappropriate treatment. The lead programming was changed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, sic up to 4608; high-rate non-sustained episodes with evidence of lead noise oversensing, however unable to confirm an inappropriate shock. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. On (B)(6) 2014, rv lead impedance warning for pacing impedance greater than 3000 ohms. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2014, rv pacing lead impedance measured 4047 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.